Manufacturer narrative:
A communication error was first detected during contactless registration and the design defect is a software bug. The second communication error occurred during guidance and may be due to a computer performance issue. The last event is a crash probably due to an attempt of loading existing exam from the pacs, without deleting the temporary corresponding pacs folder. The design defect is a software bug.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
It was reported that two software crashes occurred. The first occurred during the registration step when attempting to do the distance sensor calibration. The second occurred when driving to a trajectory.